Event description:
It was reported that: "after the sheath was inserted and the PICC was threaded, the inserter tried to separate the tabs and one separated. The nurse was able to finish peeling the two sides of the sheath apart and complete the case". There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "after the sheath was inserted and the PICC was threaded, the inserter tried to separate the tabs and one separated. The nurse was able to finish peeling the two sides of the sheath apart and complete the case". There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows a peel-away sheath torn along its score lines with one tab appearing to have a portion of the extrusion attached. This supported the customer report that the tab, along with a portion of the extrusion, had separated prior to complete tearing of the sheath extrusion along the score lines. A device history record review was performed, and no relevant findings were identified. The customer report of peel away sheath tearing incorrectly was confirmed through investigation of the customer supplied photo. The photo shows a peel-away sheath torn along its score lines with one tab appearing to have a portion of the extrusion attached. This supported the customer report that the tab, along with a portion of the extrusion, had separated prior to complete tearing of the sheath extrusion along the score lines. Based on the customer report and the photo provided, manufacturing likely caused or contributed to this event. A non-conformance was created to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.